Event description:
During a laparoscopic nissen procedure, the device would not close for removal. The surgeon had no choice except to force it through the trocar sheath. The device sliced through the trocar sheath, but did not inflict any injury to the pt.